Event description:
It was reported that during a remote follow up, right ventricle (rv), right atrial (ra), and left ventricle (lv) noise resulting in oversensing was noted. The patient experienced dizziness. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated an in clinic follow up was performed and no additional noise was noted. Diagnostic imaging was performed and no anomalies were observed. Provocative testing was performed and the noise was unable to be reproduced. The physician considered the noise to be due to electromagnetic interference and not due to the lead. The patient was in stable condition and will continue to be monitored.